Event description:
The pump was returned for investigation. Investigation revealed that the pump was emitting call service alarms that could not be cleared due to corrupted software. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history showed multiple call service alarms had occurred. During testing, the pump¿s software was reloaded, reset to factory default settings and the issue resolved; the pump powered on normally with no alarms. (B)(6).